Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was mistakenly took out the wrong amount, a technical support specialist (tss) confirmed with the customer that the user was not aware of the approved amount and only took out 1 tab instead of 3. Then, the tss confirmed that the user performed a cycle count to accurately account for the quantity missed during issuing to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user need to open cubie to take out remaining item. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.